Event description:
A customer reported that the coulter act diff 2 hematology analyzer had been dripping a drop of fluid from the probe onto sample caps after each run. The customer also reported that the instrument generated non-numeric aperture alerts, region codes, and probe position errors while running controls. The customer was wearing gloves at the time of the occurrence, and there was no report of injury or exposure to open wounds or mucous membranes. The customer did not review material safety data sheet (msds), but has an exposure control plan in place at the facility. There was no impact to patient results or treatment. Beckman coulter field service engineer (fse) visited the customer site and found that the customer had resolved the probe drip issue by replacing the probe wipe housing prior to his arrival. To resolve the aperture alerts and region codes on controls, the fse replaced the white blood cell (wbc) bath assembly, check valves and tubing. The fse verified service activity performed per established procedures, and the results met the performance specifications.

Manufacturer narrative:
Result: probe wipe block, white blood cell bath assembly. (B)(4).